Manufacturer narrative:
(B)(4). Jaws. Additional information: the analysis results found that the device was returned with the cam broken and with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress, corrosion, cracking, and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was fired and the remaining clips were ejected due to the condition of the device. In addition, the orange indicator did not show up. These findings are not related with the incident reported. The event reported could not be confirmed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the clip applier would not open after the clip was applied. The device was being fired on the appendicular artery when the device would not open. It is unknown how the device was removed from the artery. Unknown how the case was completed. There was no patient consequence .